Event description:
Adverse event(s): "no pt injury was reported" (no consequence or impact to pt). Product problem(s): "a system message displayed during surgery" (device displays error message). The nurse reported a sys message displayed during surgery. The sys was rebooted and surgery was completed. There was a delay of 3-5 minutes. No pt injury was reported.

Manufacturer narrative:
The nurse rebooted the sys and surgery was completed as planned. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is, therefore, unk at this time. A review of complaints for the last 24 months did not indicate any add'l, related reports for this sys. (B)(4).